Event description:
It was reported that during a ptca treatment procedure, the quantum maverick monorail 15/3.5 mm balloon ruptured at 12 atms. The patient was asymptomatic during this event. The lesion being treated was a calcified, 90% stenotic lesion in a very tortuous distal right coronary artery. The quantum maverick monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as 'good'.